Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to user error, improper handling and application of excessive force. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found detaching the light guide connector. The device evaluation also found internal lens damage and internal lens fogging issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the light guide connector was damaged. The issue was found during preparation for use in an unspecified diagnostic procedure. The procedure was completed using a similar device with few minutes delay. A minimal delay poses no significant or additional risk to the patient. There were no reports of patient harm.